Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that rep called patient afternoon of 6/13, discussed high dose programming and that feeling stimulation is not necessary. Instructed him to go to group a, turn to highest available setting without noticeable stimulation, and try it over the weekend. Settings not available means stimulator can¿t be turned up any more. Location of sensation not crucial to evolve protocol. As of rep's last conversation with the patient, the issue was resolved. Patient's weight was unknown. The provided information was confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the hcp wanted the patient to keep the stimulation off while he healed until the follow-up appointment. Patient stated he just had his follow-up appointment with the hcp and the manufacturer's representative (rep) was supposed to be there however was not. Patient stated he felt stimulation when they tested the stimulator at day of implant (doi) but the hcp turned it off while he healed. Patient stated he does not feel stimulation and was not getting therapy relief from the stimulator. Ins showed stim on. Patient was initially set to group a at 5.7 and increased to 6.5 on the call. Patient stated they encountered setting not available when trying to increase further. Patient changed to group b and increased to 6.5 on the call. Patient encountered setting not available when trying to increase further. Patient changed to group b and increased to 11.4 then saw settings not available. Patient did not feel stimulation on group a or b. Patient changed to group c and increased to 8.6. Patient stated he felt a slight tingle but not in right area. Patient stated he felt stimulation in his knees and the stimulation was implanted to help with pain in his back and left side. No further complications were reported/anticipated.